Event description:
It was reported that the physician elected not to implant this pulse generator due to previous header issues with this particular pulse generators model.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert is-1 test leads into the pulse generator header. The measured average values of the inner diameter of the contact springs were within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.